Manufacturer narrative:
Correction to initial MDR block: b3. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Labeling review was performed, and it revealed no anomalies as it states that lead breakage is known inherent risks associated with the use of the device. Based on all available information, engineers concluded that the high impedance measurements were caused by a lead fracture.

Event description:
It was reported that the clinical study patient was experiencing high impedances and underwent a revision procedure wherein the device was explanted and replaced. No additional information is available.

Event description:
It was reported that the clinical study patient (cartesia extend 3d study a4092) was experiencing high impedances and underwent a revision procedure where the device was explanted and replaced. No additional information is available.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db220330c0, model: db-2203-30c, serial: (B)(6); product family: dbs-extension, upn: m365db321655c0, model: db-3216-55c, serial: (B)(6); product family: dbs-extension, upn: m365db321655c0, model: db-3216-55c, serial: (B)(6); product family: dbs-ipg-pc, upn: m365db14320, model: db-1432, serial: (B)(6). The returned lead extension, serial number 5000318, was cleanly cut during the explant procedure, which is typical and not considered a failure. However, x-ray inspection revealed multiple cable fractures within the connector/distal end of the lead extension, likely caused by excessive mechanical force. This damage resulted in the confirmed complaint of high impedances. Electrical tests could not be performed due to the condition of the lead body. The returned lead extension, serial number 5000473, was analyzed and the reported observations could not be confirmed through product testing. Visual inspection revealed a clean-cut, a typical result of an explant procedure, which is not considered a failure. Electrical testing could not be performed due to the condition of the lead body, and no additional anomalies were identified aside from the clean-cut. A labeling review found no inconsistencies and noted that the reported event aligns with known risks of the device, as described in the labeling. The body of lead, serial number 5000523, showed burn-like damage, but no cable harm was found along the melted insulation. This damage is typical of an explant procedure and is not considered a failure. However, x-ray inspection revealed multiple cable fractures in the proximal array, likely caused by excessive mechanical force. These fractures resulted in the confirmed complaint of high impedances. A labeling review identified no anomalies, noting such failures as known risks of deep brain stimulation (dbs). The returned implantable pulse generator (ipg), serial number 201006, was analyzed and the reported allegation of high impedances was not confirmed. The ipg passed visual inspection. A piece of lead was clean cut and stuck inside of port "r1". It was removed, and all ports passed impedance measurements. The ipg was also able to pass the functional test without any anomalies. However, a labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver deep brain stimulation.

Event description:
It was reported that the clinical study patient was experiencing high impedances and underwent a procedure to remove the devices. No additional information is available.